Manufacturer narrative:
Additional product codes for this report include hwc. Device was not explanted. Complainant part is not expected for return. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date:22nd september 2014, expiry date:1st september 2024, article was manufactured in the us. Manufacturing location (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of variable angle lcp first mtp fusion plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to lock the screws into the variable angle ¿ locking compression plate (va-lcp) with the associated screwdriver during a procedure on (B)(6) 2015. The screw head was reportedly worn by the screwdriver tip, which did not hold the screws properly for rotation. The surgeon was not able to fully grasp the screw head with the screwdriver shaft. No backup driver was available, so the surgeon had to use the one in question to attempt to tighten all six (6) screws. Gauze was placed between the driver and the screw heads in an attempt to facilitate a better hold, but that effort was not successful. The surgeon then cut off the tip of the driver off (because it was twisted) and attempted to secure the lock on the screws. This, too, was not successful. The surgeon closed the wound, but was unsure if the screws were properly locked. A thirty (30) minute delay in procedure time was recorded. This report is 1 of 5 for (B)(4).